Manufacturer narrative:
Investigation: it was reported that there was ballooning in the silicone segment. One photo was taken by the customer that verified the ballooning. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and can provide additional instructional material for proper loading of the alaris pumps. A device history record review for model 2426-0007 lot number 24045539 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging the following information was received by the initial reporter with the following verbatim: while removing tubing from the pump after patient completed infusion rn noticed that the tubing had bulged.